Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that the patient presented to the emergency room with belly pain and upon CT scan it appeared as if there may be an infection. There was inflammation around the aneurysm sac. The physician brought the patient to the operating room to explant the graft. After the stent graft was explanted; the physician did not believe the stent graft was infected. The physician thinks there may have been a type ib that caused the aneurysm sac to grow. The stent grafts were sent in for a culture. The 16x13x82 was not explanted. The 16x28x93 may have had a type ib endoleak, due to disease progression. The physician stated that the culture grew streptococcus; however, the stent graft was discarded due to mishandling by the nurse, it got contaminated. The physician believes there was just an endoleak. No additional clinical sequelae were reported and the patient is doing fine in recovery.

Manufacturer narrative:
(B)(4).